Event description:
It was reported that a large volume infusor had fluid leakage due to a cracked blue winged protective cap. This issue was discovered during filling. The device was filled with fluorouracil plus 0.9% normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from february 16, 2022 - february 17, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a leak caused by a damaged blue winged luer cap. Indentation marks from the manufacturing flow wrap sealer equipment were observed on the damaged area of the blue winged luer cap which suggested the cause of damage was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.